Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that two cook bakri postpartum balloons with rapid instillation components ruptured successively during their use to treat a postpartum hemorrhage, caused by placental retention. The devices were placed transvaginally. The balloons each ruptured after inflation with 400ml sterile liquid. Following the rupture of the two devices, a third device was promptly placed to achieve hemostasis. The patient was reported as being "well". No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was performed. A document-based investigation evaluation was performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address- phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that two (reference patient identifier (B)(6) for the other device) cook bakri postpartum balloons with rapid instillation components ruptured successively during their use to treat a postpartum hemorrhage, caused by placental retention. The devices were placed transvaginally. The balloons each ruptured after inflation with 400ml sterile liquid. Following the rupture of the two devices, a third device was promptly placed to achieve hemostasis. The patient was reported as being "well". No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested regarding the patient and the event.